Event description:
Customer reported via phone call to have received a battery out limit alarm which troubleshooting was done the prior day. Customer requested a user guide. Customer's blood glucose was 200 mg/dl to 300 mg/dl. Customer's blood glucose at the time of call was 400 mg/dl. Customer was assisted in changing batteries.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.